Event description:
Reporter alleged blood glucose measured 169, 232, 93, and 217 mg/dl all performed within 10 minutes of each other. It was reported no actions were taken and no treatment was rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.